Event description:
It was reported that a patient on ventilator support was on the adult intensive care unit(ICU) service for five days. On (B)(6) 2015, it was noticed that there was low oxygenation and output of gastric fluids through the tube. Upon medical examination, it was noticed that the tube was displaced. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
(B)(4). The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.

Manufacturer narrative:
(B)(4). The sample is not available because it was reported to be contaminated and was disposed of at the site.